Event description:
A flow rate change on a colleague infusion pump. The pump was set for a rate 200ml/hr. Reportedly, the rate "jumped" to 999ml/hr. According to biomed, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding the patient's demographics, diagnosis and status, medical intervention, amount of overinfusion, medication involved, set up of the pump.